Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 30-dec-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint device was received in a handpiece tray which was in the original folding carton. No lens was received for evaluation. During a visual inspection, the device was inspected under magnification. The complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge. No cartridge issues were identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. The complaint issue "lens damaged" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During insertion, the plunger gauged the pre-loaded dib00 model intraocular lens (iol) as it was being put in. No further information is available.